Event description:
· Reintervention on a 4 vessel taaa with an existing afx, cook cuff, cook limbs and relay plus device. · significant tortuosity within the lcia. Rcia being favorable for delivery of the main component. · all components of the relay pro device intact during the prep. · the initial insertion was made over a .035 lunderquist wire. The device would not advance beyond 2-3cm above the existing cook endograft limb within the rci. (B)(6) dr. Decided to dotter the junction using an 18 & 20fr dilator followed by a 18fr gore dry seal sheath. Thereafter, another attempt was made with the relay nbs pro device and ran into the same resistance within the cook limb. At this point, (B)(6) dr. Decided to go with the treo (36mm x 70mm) cuff. The delivery system for treo cuff was held up at the same junction within the cook limb. The decision was made to place a working 20fr gore dry seal sheath into the main body of the afx graft to traverse the treo cuff system. He was successfully able to deploy and retract the treo cuff delivery system. Since the 20fr gore dry seal sheath traversed the right iliac and cook limb, the decision was made to give another attempt to the already prepped relay pro device, instead of placing another treo cuff. During this attempt, (B)(6) dr. Very cautiously traversed the system as it was getting held back at the same junction and with little more torque and it passed this area of resistance. The system was now advanced into the abdominal aorta, about 3cm above the flow divider of the afx graft. Deployment protocol was followed per IFU on releasing and reseeding the 38mm x 109mm nbs under fluoroscopy. While withdrawing the system from the insertion site, (B)(6) dr. Noticed the sheath was separated from the proximal components of the delivery system. He used a mosquito clamp to breakaway the abbott proglide sutures in-order to free the system. When the system was retrieved, we noticed the nose cone was missing and was still within the patients right iliac. (B)(6) dr. Attempted multiple times to snare, along with engaging the nose cone with a pta (3mm,4mm,5mm) placed within the nose cone to pull back to hub the gore dry seal sheath. After these attempts, an arteriotomy was performed to removethe nose cone using a mosquito clamp. Thereafter, (B)(6) dr .repaired the iliac using both covered and bare metal stents. Patient outcome - "per (B)(6) dr. , post-op 3hrs the patient was extubated and moving. Post-op day 1 patient doing well."

Event description:
· Reintervention on a 4 vessel taaa with an existing afx, cook cuff, cook limbs and relay plus device. · significant tortuosity within the lcia. Rcia being favorable for delivery of the main component. · all components of the relay pro device intact during the prep. · the initial insertion was made over a .035 lunderquist wire. The device would not advance beyond 2-3cm above the existing cook endograft limb within the rci. Dr. (B)(6) decided to dotter the junction using an 18 & 20fr dilator followed by a 18fr gore dry seal sheath. Thereafter, another attempt was made with the relay nbs pro device and ran into the same resistance within the cook limb. At this point, dr. (B)(6) decided to go with the treo (36mm x 70mm) cuff. The delivery system for treo cuff was held up at the same junction within the cook limb. The decision was made to place a working 20fr gore dry seal sheath into the main body of the afx graft to traverse the treo cuff system. He was successfully able to deploy and retract the treo cuff delivery system. Since the 20fr gore dry seal sheath traversed the right iliac and cook limb, the decision was made to give another attempt to the already prepped relay pro device, instead of placing another treo cuff. During this attempt, dr. (B)(6) very cautiously traversed the system as it was getting held back at the same junction and with little more torque and it passed this area of resistance. The system was now advanced into the abdominal aorta, about 3cm above the flow divider of the afx graft. Deployment protocol was followed per IFU on releasing and reseeding the 38mm x 109mm nbs under fluoroscopy. While withdrawing the system from the insertion site, dr. (B)(6) noticed the sheath was separated from the proximal components of the delivery system. He used a mosquito clamp to breakaway the abbott proglide sutures in-order to free the system. When the system was retrieved, we noticed the nose cone was missing and was still within the patients right iliac. Dr. (B)(6) attempted multiple times to snare, along with engaging the nose cone with a pta (3mm,4mm,5mm) placed within the nose cone to pull back to hub the gore dry seal sheath. After these attempts, an arteriotomy was performed to remove the nose cone using a mosquito clamp. Thereafter, dr. (B)(6) repaired the iliac using both covered and bare metal stents. Patient outcome: "per dr. Mckinsey, post-op 3hrs the patient was extubated and moving. Post-op day 1 patient doing well."